Event description:
It was learned through (B)(6) and medical records that a patient with a 23mm 11060a aortic valved conduit developed thrombus on pod #1. The patient expired on pod #5. Per medical records: the patient presented approximately two (2) years and five (5) month post tavr valve with an acute chf exacerbation and had severe recurrent aortic valve regurgitation, and aortic stenosis. A preoperative cath showed severe pulmonary htn with pressures 95/35mmhg and native mv stenosis. Prior to heart surgery the patient underwent ID workup, dental extractions and renal failure requiring dialysis. The 21mm 3300tfx and non-edwards tavr valve were removed, and the patient underwent ascending and aortic root replacement with a 23mm 11060a aortic valved conduit with reimplantation of the coronaries and CABG x2. It is noted there was severe prosthetic leaflet degeneration/destruction, possibly suggestive of prior sub endocarditis. It is noted due to the long duration of cpb, the patient was left on central va ECMO with an open chest. On pod # 1 the patient returned to or in need of washout, the tee showed significant thrombus attached to the valve and obstructing the lvot and at risk of embolization. The thrombus was organized in appearance, and loosely attached to the ventricular side of the aortic valve. The thrombus was easily removed and sent for pathology. A post op tee confirmed the removal of the thrombus. The patient was transferred to cvicu on va ECMO. It was learned the patient expired on pod #5.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.